Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) patient complained of not feeling well with walking. Unable to interrogate the ipg device with programming head. Troubleshooting performed with a different programming head and unable to interrogate ipg remained. Additional troubleshooting to interrogate the ipg failed. The ipg remains in use, and was scheduled for explant and replace at a later date. No patient complications have been reported as a result of this event.